Event description:
The patient stated the infusion device shut off without first providing an error or alert message. At 4:45am, the patient noticed the infusion device was beeping but there was no display. The patient had elevated blood glucose results with hyperglycemic symptoms. She was taken to the hospital by her grandmother. At the hospital, the patient's blood glucose was elevated and they treated her with sodium chloride via IV. The patient went home from the hospital that afternoon. At 10:00pm that night, the patient still had elevated blood glucose results and decided to go back to the hospital. At the hospital, the patient's blood glucose was still elevated and they treated her with an insulin drip and sodium chloride via IV. The hospital also administered 10 units of regular insulin. The customer left the hospital around 2:30am the following morning. The patient alleged the high blood glucose was due to the infusion device shutting down. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.